Manufacturer narrative:
This occurred on an unknown date in 2016. (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual device was not available; however, a reserved sample from the same lot was tested. The device was visually inspected and leak tested, but there were no issues noted. The reported condition could not be verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a mirafilter IV leaked. This occurred during setup. It was stated that the filter is getting loose from the junction underneath the part containing the microfilter which is causing the solution leaked. There was no patient involvement. No additional information is available.